Event description:
It was reported that the balloon would not deflate once inside patient. There were no patient complications reported. Customer did not know the specific model number of the catheter, device is suppose to be returned for evaluation and if device is returned, the model number will be reported. The lot number was unavailable.

Event description:
Hand piece would not work, came apart.

Manufacturer narrative:
Customer report was not confirmed. The balloon was inflated with a quality laboratory's 1.5cc limited volume monoject syringe. The balloon inflated clearly and, concentrically and, remained inflated with no abnormalities observed. The balloon deflated within 3 seconds and without a syringe attached and is within specifications. However, approximately 94 and 97 centimeters proximal of the tip two slight indentations were observed on the catheter body. The catheter was received with the contamination shield attached to the catheter approximately 97centimeters proximal of the tip. The proximal connector of the contamination shield was connected at the 97centimeters from the tip, the distal connector of the contamination shield was also attached approximately 30 centimeters from the tip. The introducer was not returned. All through lumens were patent. The root cause for the reported customer difficulties cannot be determined; however, during product analysis the catheter functioned as expected without any abnormalities observed, and within specifications.